Event description:
(B)(4) clinical study. It was reported that chest pain and restenosis occurred. On (B)(6) 2012, the patient was diagnosed with stable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. The target lesion was a de-novo lesion located in the distal left anterior descending (lad) with 90% stenosis and was 38 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with direct stent placement of a 2.75 mm x 38 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de-novo lesion located in the proximal lad with 70% stenosis and was 16 mm long with a reference vessel diameter of 3 mm. The target lesion #2 was treated with direct stent placement of a 3.00 mm x 16 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On february 2014, the patient presented due to cardiac chest pain. Subsequently, coronary angiography was performed. The 80-90% stenosis located in 2nd diagonal was treated with balloon angioplasty and placement of 2.25mm x 23mm non-bsc stent with 0% residual stenosis. The 70% stenosis in distal lad was treated with placement of 2.75mm x 12mm non-bsc stent. The event was considered resolved without residual effects. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Outcomes attrib. To ae, describe event or problem, relevant tests/lab data, patient code and device code updated. (B)(4).

Event description:
It was further reported that at the time of event the patient was hospitalized. In addition, it was a 70% in-stent restenosis of the study stent in distal left anterior descending (lad) artery and no angiographic narrowing of the stent in proximal lad. The lesion was also treated with balloon angioplasty, resulting in 0% residual stenosis.